Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing during y-limb side-to-side anastomosis on a distal gastrectomy, the device did not fi re. Another device was used to complete the case. There was no patient injury.